Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.50 x 20mm synergy¿ drug-eluting stent was advanced but severe resistance was encountered and device was unable to cross the lesion. When the device was removed, it was noted that the proximal portion of stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row 4 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation, a 2.50 x 20mm synergy¿ drug-eluting stent was advanced but severe resistance was encountered and device was unable to cross the lesion. When the device was removed, it was noted that the proximal portion of stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.